Event description:
Reporter indicated that the patient had to be taken to the hospital due to shortness of breath. While there, a CT scan confirmed that his airways were swelling. The patient's sister believed that this may be due to stimulation due to the parent being on rapid cycling of the stimulation. All attempts for further information from the patient treating neurologist have been unsuccessful to date, thus the relationship between the event and vns therapy cannot be determined.

Manufacturer narrative:
(B)(6). The initial reporter is actually the patient's sister. This report is being submitted to correct this information.

Manufacturer narrative:
Brand name, type of device, name: generator, model, serial number, lot number device manufacture date, corrected data: inadvertently reported the wrong product in initial report. This report is being submitted to correct this information.